Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that power loss had occurred which could not be duplicated during testing. There was evidence of moisture on the display screen, and corrosion on various internal pump parts. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient claimed the animas pump will not turn on. The animas pump reportedly powered off on its own twice now. The animas pump power on after she rebooted. During troubleshooting, the patient noted there was no product misuse. There was no damage to the battery cap and compartment. The battery compartment did not have any corrosion. The animas pump will be sent back to animas for investigation. There was no adverse event associated with this issue. This complaint is being reported as a malfunction due to the alleged power issue.